Event description:
It was reported that during after an av node ablation, the male patient¿s blood pressure dropped, however no pericardial effusion was noted. It was stated that a code was called and CPR was provided. Despite these measures, the patient expired on (B)(6) 2015. Additional information was received stating that the physician felt that medication and/or the patient condition may have caused or contributed to the patient death. The physician assessed cause of death as a possible pulmonary embolism or an adverse reaction to protamine. No anomalies were found on the catheter during the procedure.

Manufacturer narrative:
(B)(4). The concomitant products: carto 3 (13063), smartablate generator (g4c-0203), smartablate remote (g4rc-0189), 4mm catheter (ns7tcdl174hs, lot number unknown ¿ disposed of), and a 4mm catheter (118332s, lot number unknown ¿ disposed of). (B)(4).